Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating that during preventive maintenance device's etco2 (end-tidal carbon dioxide) measurement could not be calibrated. There was no patient involvement at the time of the event; therefore, no health consequences or impact occurred.

Manufacturer narrative:
Updated the problem code.

Manufacturer narrative:
Updated the event date , evaluation method and conclusion code.